Manufacturer narrative:
Correction: d8, d9,e3, e2 additional information: h3, h6, h7, h9, h10 areview of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 04oct2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn12427058 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue

Event description:
It was reported that the device received channel error 240.4150. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device received channel error 240.4150. There was no patient involvement.

Manufacturer narrative:
Additional information: e2 the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received channel error 240.4150. There was no patient involvement.